Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer getting missed dose and fill cannula alert. Customer states that insulin squirting during priming, motor sounds labored and louder during rewind. Troubleshooting was declined by customer. Insulin pump will not be returned for analysis.